Event description:
There was an allegation of incorrect information in product labeling for the bilirubin direct gen.2 assay. The initial result was 24.18 mg/dl with a data flag indicating the result was greater than the test range. The sample was repeated using a decreased sample volume (1:2 dilution), and the result was 27.34 mg/dl with a data flag indicating the result was greater than the test range. The customer questioned why the result was flagged as the upper end of the measuring range with a 1:2 dilution, should be 27.6 mg/dl. The investigation found that the sample volumes for normal mode (6.7 ul) and decrease mode (3.4 ul) are not exactly a 1:2 dilution because 3.4 is not exactly half of 6.7 (3.4 / 6.7 = 0.507). The result of 27.34 x 0.507 = 13.87, which is > 13.81. Therefore, the result was flagged correctly by the device. The customer alleged that the dilution factor in product labeling is therefore incorrect, as it states the dilution factor is 2.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigaiton is ongoing.